Event description:
The ge oec 6800 fluoroscopy system would not boot up or power on.

Manufacturer narrative:
The ge oec service representative investigated the issue and found the system needed a single board computer (sbc) upgrade which was installed with associated components for compatibility. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.